Event description:
Boston scientific received information that this non boston scientific right ventricular (rv) lead exhibited high out of range pacing impedance measurements via a remote monitoring system. All other lead measurements are stable and within range. The physician is aware of this high measurement and elected to turn tachy therapy off at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.